Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging her onetouch ultramini meter read inaccurately erratic. The customer care advocate (cca) was unable to reach the lay user/ patient for follow-up questions due to no phone number provided. The following complaint was classified based on information obtained from lifescan customer service. It is not specified when the alleged issue began. The patient reported blood glucose results of '150, 341 and 186 mg/dl' with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/ or <=20 mg/dl. The patient manages her diabetes with insulin (type/ amount not specified). It is not known if the patient made changes to her usual diabetes management routine. The patient claims she developed symptoms of cramps and 'unconsciousness.' On (B)(6) 2012, the patient was reportedly treated with a glucagon injection. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The cca was not able to walk the patient through quality control testing. This complaint is being reported because the patient may have developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
On (B)(4), 2012, the lay user/ patient spoke with a lifescan (lfs) germany customer care advocate (cca) and provided additional information regarding the alleged issue. The patient tests her blood glucose 7x daily. On (B)(4) 2012 at 941pm, the patient reportedly obtained a blood glucose result of ''204 mg/dl'' with the subject meter. The patient administered her 3 units of humalog insulin and at 10pm administered self 8 units ''long acting insulin'' (type not specified). About 530am the following morning, while talking to a friend the patient claims she was apathetic and ''stopped responding.'' The friend reportedly tried to give the patient apple juice and sugar water but was not successful. Emergency medical services (ems) was contacted. Ems administered the patient a glucagon injection as treatment. Around 1pm, later that same day, the patient reported obtained blood glucose results of ''150, 341, 186 and 252 mg/dl'' with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/ or <=20 mg/dl. The patient denied developing symptoms that afternoon.